Event description:
It was reported that the threshold on the right ventricle (rv) lead was unstable and rising. Micro dislodgement was suspected. During the lead replacement procedure the rv setscrew in the header of implantable cardioverter defibrillator (ICD) did not work. The rv lead and ICD were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.